Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open hemicolectomy, when closing the side to side anastomosis with new loading unit on the open stapler, a small bleeding came out of the staple line. The surgeon used a suture to stop the hemorrhage and resolve the issue.